Event description:
It was reported a patient experienced an unspecified infection coincident with peritoneal dialysis (pd) therapy. The infection was manifested by pain. The cause of the infection was unknown. It was reported the patient was hospitalized for the event. On an unreported date, the patient was treated with unspecified antibiotics via ¿capsule and injection¿ (doses, frequencies and durations not reported). The injected antibiotics were put in the patient's bag and was held in the patient's peritoneum for six hours. It was reported the patient was recovered from the unspecified infection. Dianeal therapies were ongoing. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). The unspecified infection occurred on an unspecified date ¿maybe it was about three months ago¿ from receipt of this report. This report involves a patient who experienced an unspecified infection in the context of peritoneal dialysis. While there was no peritonitis reported, it is currently unable to be ruled out as a cause for the reported symptoms. The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.